Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that there was an observed device with a broken door that had a message attached to it stating "IV set fluid leak". The device was sent to the biomedical engineering department.